Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Formatted history file confirmed pump error due to software error. Unit was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a software error detected. The customer blood glucose level was 45 mg/dl at the time of the incident. The customer treated the low blood glucose level with gatorade. The customer reported receiving the error and it cleared settings in the insulin pump. The customer did troubleshoot the issue and cleared the alarm. The customer declined troubleshooting for the low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.